Manufacturer narrative:
Evaluation summary: the analysis results found that the 3l5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were received with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired 4 clips and then jammed. They used another one to complete the procedure. There were no pt consequence. The device will be returned.